Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: the returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump was powered on and found to be completely unresponsive. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. The original complaint of a battery life issue was unable to be investigated due to the pump's unresponsiveness caused by moisture corrosion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the patient had replaced the battery multiple times and a battery had exploded inside the. The patient is unsure how many packs of batteries she went through. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.